Event description:
It was reported that the lead exhibited noise. The noise was observed while the patient was sitting, but could not be reproduced with isometric and positional testing.

Manufacturer narrative:
No medwatch form was received.